Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while using the infusion device. At 4:25 pm the patient received a blood glucose result of 66 mg/dl on her performa system. The customer administered the following boluses. 4:59 pm ¿ 3.0 iu; 5:00 pm ¿ 2.0 iu; 5:04 pm ¿ 3.0 iu; 5:16 pm ¿ 3.0 iu. At 7:48 pm the patient received a blood glucose result of 56 mg/dl on her performa system. At an unknown time the patient fainted due to low blood sugar, and an ambulance was called. The emt's received a blood glucose result of 24 mg/dl. The type of treatment given by the emt's was not provided. Upon arrival at the hospital the patient was treated with a glucose IV. At an unknown time the patient received a blood glucose result of 100 mg/dl on the hospital's meter. At the time of the report the patient was still hospitalized, but her condition was stable. It is unknown when she will be discharged. The caller reported that she does not remember if she ate that day or why she gave herself so many boluses. The patient reported that the boluses caused the hypoglycemic event. The infusion device will not be returned for product evaluation.